Event description:
Event description boston scientific received information that during the device replacement procedure, this ventricular lead exhibited high thresholds, intermittent capture, and impedance measurements varying from 608-1096 ohms. The lead was surgically abandoned and replaced.